Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2366500, model: sc-2366-50, serial: (B)(4), batch: 7073873.

Event description:
It was reported that the patient was not getting an adequate pain relief due to lead migration. The patient underwent a revision procedure wherein the leads were repositioned into their original placements and nothing was removed. Clik anchors were added during the procedure.